Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient no longer had effective stimulation, and it was difficult to sleep with the lead in his neck. The physician replaced the lead. It was reported the patient was reprogrammed postoperative and received effective stimulation. Two existing leads which remained disconnected were removed during the procedure. Reference MFR report: 1627487-2013-15070 regarding the leads.